Event description:
It was later reported that patient¿s lead was replaced on (B)(6)-2014 and health care provider decided to replace patient¿s neurostimulator. It was reported no lead fracture was seen with naked eyes. The patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ccca, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that high impedances were measured (>4000 ohms) on all electrodes except case positive, electrode 2 negative of the lead component of the patient¿s implantable neurostimulator (ins) system. It was noted that the physician moved the pocket site from the patient¿s right side to the left. Once the ins was reattached to the lead, impedance testing was performed "and all electrodes except 1". Follow up is being conducted for clarification. Follow up information received reported that no lead fractures were visually observed nor had the impedances resolved. The lead and/or the ins will need to be replaced once insurance authorization is received and no procedures had been scheduled at the time of report. The patient was not receiving effective therapy at this time. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.